Event description:
It was reported that a data error alert was received. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that some history logs might be erased, but therapy remained unaffected, and the customer chose to continue using the pump for insulin therapy.